Manufacturer narrative:
H3. Device evaluated by manufacturer?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient had their vns generator and leads explanted due to an infection at their lead site. It was reported the patient's lead was exposed at their neck tunneling site prior to the patient's explant. Device history records for the patient's generator and lead were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information is available to date.